Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. It is unknown when the onset of infection began or when non-union was determined. This report is for one unknown 4.5mm distal femoral plate straight plate. Part and lot numbers were not available for reporting. Other number¿UDI: unknown part number, UDI is unavailable. Date of implant is unknown. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(4). The 510(k): unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device manufacture date: unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an elderly female patient underwent hardware removal and a below the knee amputation due to a broken unknown plate, non-union and active infection on (B)(6) 2016. The original hardware implant date is unknown. It was noted prior to surgery that the distal femoral plate broke at the junction of the distal locking screw and the first shaft screw. This plate broke near an unknown 4.5mm distal femur straight plate which was placed anteriorly. The screws associated with the broken plate were intact. After the amputation and hardware removal, the surgeon decided to ream the femoral canal to assist in cleaning out the infection. The surgery was completed successfully with no delay. This report is for one unknown 4.5mm distal femoral plate straight plate. This report is 2 of 3 for (B)(4).